Manufacturer narrative:
It was reported that mesh was implanted due to cystocele, pelvic organ prolapse and stress urinary incontinence. It was also reported that mesh was implanted on (B)(6) 2010 along with concurrent colporrhaphy, colpopexy, extraperitoneal sacrospinous ligament suspension and cystourethroscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).l no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2010 and pelvisoft acellular collagen biomesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence and bleeding.